Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Additional information: section : narrative text. Medical record review revealed 5 years and 8 months post sapien xt valve implant, the patient presented with worsening dyspnea on exertion with orthopnea, pnd and was found to be in heart failure. Tte indicated severe aortic regurgitation. A tee indicated a peak gradient of 70 mmhg and a mean gradient of 42 mmhg. Moderate to severe valve aortic stenosis was noted with a valve area of 0.3 to 0.4 by tte and 1.0cm2 to 1.1cm2 on planimetry. The valve was found to be degenerated with the left coronary cusp calcified and fixed in a half open position, resulting in severe aortic insufficiency (ai). The patient was treated for heart failure and a valve in valve procedure was planned. Approximately one month later, a 23mm sapien 3 valve was successfully deployed in the existing sapien xt valve. The valve in valve procedure went ¿as intended¿ with ¿great¿ results. At the time of the report, the patient was doing well.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration is a potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, based on the limited information available, the root cause of the valve stenosis 4 years and 10 months post deployment cannot be confirmed, but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the (B)(6) clinical trial, approximately 4 years and 10 months post deployment of a 23mm sapien xt valve, an echo indicated moderate to severe aortic regurgitation and moderate aortic stenosis was present. Normal ef was noted. A mean gradient of 30.4 mmhg and a peak gradient of 56.25 mmhg with an av area of 0.98cm was noted. No actions or intervention was performed and the patient was going to be monitored. The 5-year follow up visit tte, performed one month later, indicated severe aortic stenosis with moderate regurgitation, a mean gradient of 32 mmhg, a peak gradient of 49 mmhg and a valve area of 0.84cm2. No actions were reported. 2 years and 8 months post valve deployment, while hospitalization for pneumonia, the implanted valve was noted to have mild to moderate central regurgitation and mild to moderate stenosis.